Event description:
Procedure: inguinal hernia repair. According to the reporter, the balloon at the distal end of the trocar popped during insufflation. It is unknown how many cc's of air were used to inflate. A new trocar was used to complete the case. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).